Manufacturer narrative:
Reporting institution name & address (B)(6). Reporting institution phone #: (B)(6).

Event description:
It was reported to philips a misalignment in the touch position occurred. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). There was no delay to therapy. The philips field service engineer (fse) confirmed the issue. Calibration did not resolve the issue. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customers alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event. The customers alleged malfunction was confirmed and it was determined that the root cause was the touchscreen.

Manufacturer narrative:
The part was returned to failure investigation (fi). The resistance measurements were out of specification. Fi verified the customer complaint of the touch screen being out of specification. Fault was found on this returned touchscreen.